Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During aaa repair in 2008, the contralateral gate would not open on the flex main body graft. The female patient's l1 was 100mm and her distal aorta diameter was 26-30. Patient did not have tortuous or calcified anatomy. The physician converted to an aui and did a fem-fem bypass. There was no endoleak at the end of the procedure.